Event description:
Inaccuracies related to o-arm -stealth navigation reported. The pt was not affected during this event; however, investigation found the position sensor unit out of calibration which can contribute to inaccurate navigation.